Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 154mg/dl. The educator states the device kept scrolling on its own. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer states they have a new pump at home, and were trying to get as much use from the old pump. The customer will be switching to new pump.